Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and trouble shot the transducer fault. Attempted to resolve the issue by calibrating the exhalation and pressure transducer. The error was not resolved . The main pcb (printed circuit board) and turbine were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced error code transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.